Event description:
It was reported that the pod experienced a communication error after less than one hour of pod wear, during attempted meal bolus delivery. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and damaged cannula was identified.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The cause of the reported communication error could not be determined. The soft cannula was observed to be shortened. It is unknown when and how this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.